Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 62.2 cm and the right ventricular defibrillation coil fractured at 60.4 cm from the connector pin. The initial reported event of lead fracture, high impedance and noise was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Medtronic if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise due to a possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.